Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 458 mg/dl. The customer stated that she had a low reservoir and her blood glucose kept going up. The customer stated that she changed her reservoir and gave herself a bolus. The customer stated that she finished working out and that could have caused the high readings. The customer stated that she changed her sites every 4-5 days. The customer was not able to troubleshoot because she was at work.